Event description:
Customer reported that her precision xtra meter would not turn on with calibration bar or test strip. As a result of not being able to test, she reported experiencing (2) episodes of loss of consciousness at her home, and stated her "sugar bottomed ou". Paramedics responded and she was transported to a local hosp. She was diagnosed with hypoglycemia, however, her treatment was unclear as she stated her "sugar was brought back up and (they) gave her oxygen and flushed (her) kidneys". There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The prod was rec'd and the port issue complaint was confirmed. Observed the meter powered on with button but not with insertion of calibration bar. Meter did not power on with insertion of strips, observed power issue with strip port. Due to the port issue, the device was unable to be investigated and has been forwarded for further testing and eval. A f/u report will be submitted once results are available.